Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Displaced of screw into the soft tissue. After 6 weeks was one of the screw reverse into the soft tissue and they removed the screw and again the bacterial test was negative . ¿ second revision. Now they are planning a rearthrodese in a couple of weeks.